Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was damaged. The patient stated the cassette had a slit in it. This issue was identified during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reporter also stated the "blue lines with cables are bending." The device was received for evaluation. A visual inspection was performed with naked eye with the reported condition cables are bent was verified; visual inspection identified bent patient line tubing (wall not touching) with patient line connector position relative to organizer out of tolerance on one (1) unit. The cause of the event (bent tubing) was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.